Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 17-jan-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: unknown. Flow rate: unknown. Procedure: total knee arthroplasty. Cathplace: adductor canal. It was originally reported on (B)(6) 2017 that a catheter sheared as it was being threaded through the needle. Since the catheter sheared, the coil became exposed out of the catheter. While the doctor was threading the catheter and pulling out the stylet, it was noticed that the catheter had sheared and exposed the coil. It was assumed that the catheter frayed when the hub of the needle got stuck and the doctor felt resistance. There were no remnants of catheter that remained in the patient. Nor did the catheter break into pieces or segments. It just sheared. There was no reported patient injury. According to halyard health internal reportability guidelines, this was not considered a reportable event at the time. However, during halyard health preliminary sample evaluation on (B)(6) 2018, it was confirmed that the catheter was actually a break, which is reportable per halyard health internal reportability guidelines.

Manufacturer narrative:
The product involved in the report has been returned for evaluation. An 18-gauge needle was received with and epimed catheter and stylet. A visual observation found approximately 1 inch of the distal tip was broken off of the catheter. A syringe with 0.9% saline and food grade dye was connected to the needle luer and was able to be successfully flushed through the needle. The investigation summary concluded that an occlusion of the catheter was not observed. It was able to be successfully flushed with a mixture of saline and food grade dye. A visual observation confirmed the catheter was broken. All information reasonably known as of 01mar2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).